Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a total abdominal hysterectomy, the subject device was used. After the procedure was completed, five burns were found on the skin of the patient surrounding the incision site for the abdominal hysterectomy. The doctor treated for the burns. The burns were minor and a continuous treatment was unnecessary. No malfunction was reported regarding the subject device. The staffs commented that the doctor repeatedly rested the device on the skin of the patient while the device remained hot due to the previous activation, and the burns occurred.

Manufacturer narrative:
This is a supplemental report to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on november 28, 2017. There was no malfunction regarding the reported event. The manufacturing record was reviewed and found no irregularities. In this case, the staffs commented that the doctor repeatedly rested the device on the skin of the patient while the device remained hot due to the previous activation, and the burns occurred. The reported event is most likely related to the operator's technique. Omsc surmised that the patient was burned since the subject device at high temperature immediately after output touched the patient's skin during the procedure. The instruction manual of the device has already warned as follows; warnings: whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Please refer to ¿temperature of the shaft, grasping section and probe tip during activation¿ on page 56 for details of the temperature.